Manufacturer narrative:
D5,6; h4: info unavailable, device returned with no lot identification.

Event description:
9/25/96 dr confirmed the info as reported by the rep. Once inserted, the balloon would not inflate despite attempts at pumping it. Dr stated there were no adhesions in the plane of dissection. Saline was used to lubricate the instrument and the scope. The scope was used during tunneling. When the instrument was removed, a small hole was seen in the balloon. No fragments broke off and no pieces were left in the pt. Tsb